Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator advised shocks during a cardiac arrest situation with a patient that had an implanted pacemaker.

Manufacturer narrative:
Other text: multiple requests were made for evaluation and resolution data without a response.